Manufacturer narrative:
Reliability analysis evaluated 3 open/used reservoirs. Inspected and checked o-rings/stopper groove for anomalies none were found. Ran basal, bolus leaking test by filling the reservoirs with diluent and connected them to new infusion sets, installed reservoirs, and connector into 7xx insulin pump. Reservoirs did not leak.(B)(4).

Event description:
The customer reported that she believed insulin leaked out. Customer's blood glucose level was 402 mg/dl. The customer had a headache. The customer treated her blood glucose level with the bolus wizard from the insulin pump. A few air bubbles were visible on the reservoir. The infusion set cannula was bent. The customer was in the hospital 6 days due to pneumonia. The customer had blood on the site. The customer was advised that the device would be replaced and agreed to return the product for analysis.